Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported device entrapment appears to be related to circumstances of the procedure. The returned device analysis observations indicate there was an interaction between the vessel locator wings/ distal end of the sheath/ tube set the patient¿s tissue at the arteriotomy contributing to the entrapment of the device and subsequent use of forceps to assist in removal of the device from the anatomy. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: correction: from product problem to adverse event/product problem. B2: correction: outcomes attributed to ae from na to required intervention. H1: correction: type of reportable event from malfunction to serious injury h6: correction: health effect impact code 2199 was removed. H6: correction: medical device problem code 1528 was removed.

Event description:
Subsequent to the initial report, the following information was provided: the starclose device was used after a left leg angioplasty with a 6f sheath. Reportedly, the starclose device was unable to remove from the anatomy. Therefore, the physician inserted a pair of mosquito forceps down the tract and manage to free the device. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after an unknown procedure. Reportedly, after deployment, hemostasis was achieved however the device was difficult to remove from the groin. Although difficult, the starclose was successfully removed, and hemostasis was achieved. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.